Manufacturer narrative:
Approximate age of device ¿ 2 years, 1 month and 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2017 at an outside hospital. The cause of death was unknown. No additional information was provided.